Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding assembly issue involving a baseplate holder was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a primary reverse left shoulder procedure, the surgeon connected holder to the baseplate and it would not seat on the baseplate securely. Surgepon tried several times but device would not seat firmly and ultimately the surgery was completed without delay or any adverse consequence to patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a primary reverse left shoulder procedure, the surgeon connected holder to the baseplate and it would not seat on the baseplate securely. Surgeon tried several times but device would not seat firmly and ultimately the surgery was completed without delay or any adverse consequence to patient.